Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic boar replaced due to error code 232.6040. As found software version (B)(4), as left software version (B)(4). Rear case replaced due to fluid ingress a review of the device history record for sn (B)(4) was performed from 06/28/2013 to 09/02/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the logic boar replaced causing error code 232.6040. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported error code 232.6040.